Event description:
A report rec'd from the USA stated the device had a hole in the hose. The device was not being used in surgery. It is unknown if injury or medical intervention were reported. No add'l info was provided.

Manufacturer narrative:
The device has been rec'd by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent.